Event description:
Customer reported erroneous low mean cell hemoglobin concentration (mchc) and hemoglobin (hgb), and high mean cell volume (mcv) test results were obtained for one patient when using the unicel dxh 800 coulter cellular analysis system. The calculated parameters for mean cell hemoglobin (mch) and hematocrit (hct) were also affected. There were no instrument generated messages or flags associated with these parameters. There were user defined messages of ''h & h check failed'' associated with these test results. The test results were determined to be erroneous when compared to test results obtained using an coulter ac-t diff 2 analyzer, which were considered to be correct. A peripheral blood smear was also performed. The smear did not show the hypochromia that would be expected with a low mchc. The instrument was performing within quality control (qc) specifications with respect to controls and reproducibility. The erroneous test results were not reported out of the laboratory. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched to the site. Raw data analysis was conducted to investigate this event. The raw data analysis identified root cause for the low hgb test result was a function of the dxh 800 instrument when the hgb test result was corrected due to the high white blood cell (wbc) count. The root cause for the high mcv result is unknown with the information currently available. Per labeling from the dxh 800 instructions for use, pn 629743, chapter 6 processing results: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.